Event description:
End user states "in (B)(6) the left motor went out while he was downtown stranded. A couple weeks later the chair started to pull to the left and needed to be calibrated. A few months later the chair began to make noise and tech had to replace motor again."

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model pronto m51, serial number/date code is unknown. The owner's manual part number 1125085 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.